Manufacturer narrative:
Batch review performed on 01 april 2021: lot 122915: (B)(4) items manufactured and released on 02-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017.

Event description:
Revision surgery performed due to stem mobilization 4 years after the primary. The surgeon revised successfully the stem and head.